Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused, etoposide line went dry despite 50min remaining on pump until the flush was due to be put up. The bag, chamber, and line were empty up to the baxter pump when it was ringing during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 type of investigation and h11. A review of the event history log was performed and shows an etoposide infusion was initiated with 337 ml after line prime adjustment. Multiple upstream occlusion alarms and two downstream occlusion alarms were recorded during therapy and subsequently cleared, allowing the infusion to continue. On the event date, an air-in-line alarm occurred after 322 ml had been delivered (approximately 95.5% of vtbi). Following set reloading and alarm clearance, the pump indicated a remaining vtbi of 15 ml and resumed operation. Review of the available event logs did not identify evidence of device malfunction. The air-in-line alarm was detected and the infusion was stopped in accordance with device design. Should additional relevant information become available, a supplemental report will be submitted.